Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 602 module. The customer reported that the sample initially tested highly positive and when repeated, the result was negative. Repeat measurement on 2 different analyzers confirmed the negative result. The specific results were not provided.

Manufacturer narrative:
The reagent information was not provided. No further information was provided by the customer. Due to the lack of data, the investigation could not identify a product problem. The root cause of the event could not be determined.